Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) blood in/on helix/lobe mechanism (sleeve head); (B) (4) full lead; distal conductor distorted; deformation/fracture in 5cm prox section of the inner coil. Extension problems.

Event description:
It was reported that during implant attempt, there were setscrew issues. The device was not implanted. No patient complications have been reported as a result of this event.